Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Event problem and evaluation codes - additional.

Event description:
Data was provided for evaluation. The reported event of unexpected g5 mobile application shut-off was confirmed. The root cause was determined to be an sql error.